Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sics were up to 2659, along with non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing leading to inappropriate shock. On (B)(6) 2016, the rv pacing impedance rose to 988 ohms and then to 2470 ohms up from a trend in the 456-589 ohm range and the rv lead integrity warning occurred on (B)(6) 2016 for rv lead impedance variation in last 60 days and two or more high rate nsvt episodes. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, a possible fracture, and non-sustained ventricular tachycardia episodes due to noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.